Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that rebooting unexpectedly. A field service engineer visited the site to replace the power supply. They confirmed that the power cable connection to the wall was secure. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system rebooting unexpectedly. A customer has indicated that nurses are experiencing automatic reboots of the mod-b pyxis system, which is resulting in delays in the medication dispensing process. There were no adverse events or injuries reported based on this event.